Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual inspection was performed, and a hole was observed on the pebax surface with reddish material inside. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly. No visualization or mapping issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the current leakage issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax.. Initially, it was reported that a current leakage error (unknown code) was displayed on the carto 3 system. They disconnected all the cables from the patient interface unit (piu) and rebooted the piu and workstation. They replaced the ablation cable without resolution. They replaced the catheter, and the issue was resolved. A replacement catheter was requested. No adverse patient consequence was reported. The current leakage issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-mar-2024, there was a hole observed on the pebax surface with reddish material inside. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 20-mar-2024.